Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported after connecting disposable pads, a pads off error message appeared. There was no report of patient involvement.